Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was interfering with the patient's valve. The lead was explanted and replaced. The patient was recovering.

Event description:
New information notes that the patient was stable.